Manufacturer narrative:
This report is submitted on august 20, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with oral and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.